Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. It was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. Ts noted that if a save to disk of device information is performed, further analysis can be performed to confirm reason. This crt-p remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. It was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as january 1, 2000. Ts noted that if a save to disk of device information is performed, further analysis can be performed to confirm reason. This crt-p remains in service. No adverse patient effects were reported. Additional information was received, this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. It was noted that the battery status is at beginning of life and that due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. Ts noted that if a save to disk of device information is performed, further analysis can be performed to confirm reason. This crt-p remains in service. No adverse patient effects were reported. Additional information was received; this cardiac resynchronization therapy pacemaker (crt-p) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a low voltage alert, code 1003, was recorded and that rf telemetry was disabled and that critical therapy remained available. It was also noted that post explant the device went into safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When the device detects an elevated battery impedance, a code 1003 is displayed to alert users that a high battery impedance condition exists, and rf telemetry is disabled before the battery impedance reaches a level where safety mode can occur. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of message - error code 1003 was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The conclusion code selected was manufacturing deficiency.